Event description:
During use of the device for cardiopulmonary bypass procedure, the user reported that the pump display fluctuated when switched from 1 l/m to 5 l/m, the pump displayed random value from 2 l/m to 3 l/m for a few seconds then went back to the set value 5 l/m. As a result, an alternate device was employed. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Device not returned.